Event description:
A customer reported a case of side cut does not go up to surface, observed during lasik flap creation. Additional information requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Event description:
Upon additional follow up, the reporter indicated the first patient flap was so thin the surgeon decided to remove the flap, and converted to a lasek treatment. The reporter additionally indicated they had difficulties with this particular patient during the surgery, (docking issues and loss of vacuum), unrelated to the laser. The laser system was used by another surgeon on the same day and had no issues.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. At the visit on site one day after the event day, the field service engineer could not duplicate the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).